Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Initial reporter (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a call service alarm (cs 070) issue. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may result in long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on 13-aug-2018 with the following findings: review of the black box data revealed one record of the alleged call service 070 alarm. On investigation, rewind, load and prime sequence was successfully completed and the pump was exercised for 24 hours without any call service alarms occurring. There was no damage, defect or contamination of the pump¿s interior components. Unrelated to the original complaint, the battery compartment was noted to be cracked during the investigation.